Event description:
Patient had tmj implanted on (B)(6) 2002. Revision surgery was performed on (B)(6) 2009 where the left fossa component was removed. The implant was fractured in the flange and the fossa was displaced slightly laterally. Surgeon indicated the implant had good articulation with the condyle and showed no evidence of wear.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See 1032347-2009-00040 (same patient, different operation).